Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with return of left leg pain. The investigator noted the event as moderate in intensity. Tried vioxx and physical therapy without success. Repeat MRI with contrast revealed no disc herniation, positive significant granulation tissue. Pt sent for epidural steroids. The outcome of the event was that the pt was lost to follow up. The investigator noted this event as possibly related to the admin of adcon-l. The investigator noted a possible explanation for the event as nerve root inflammation.